Manufacturer narrative:
Additional information in h3, h6. H10: the device was evaluated. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing (connection) were performed with no issues noted. The sample met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adaptor of a minicap extend life pd transfer set-(B)(6) ¿came off¿ (disconnected) from the titanium adapter. This occurred during use for peritoneal dialysis therapy at the patient¿s home. The transfer set was replaced. There was no allegation against the titanium adaptor therefore, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.